Manufacturer narrative:
Investigation summary: the root cause for this investigation was revised per investigation (B)(4), t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking. And to complete action item (B)(4): identify & update all previous complaint investigations due to unsealed cells for the four batches. The market action was also added. The root cause of this event is brine was placed outside the cells during manufacturing due to an unseated supply line allowing air into the system. This could happen after purging if the supply line from the connector to the dispensing plate was left unseated as it was removed from the brine purge box and placed back onto the brine carriage. Method was considered as a contributory factor because an mwi for purging brine is necessary. There is no document that clearly provides instructions on how to purge brine. The root cause category is equipment/other with method as a contributory factor. This created a scenario where a small amount of air could enter the supply line and this air discharged as the line ran at the slower steady state of the slower variable speed of 100 wraps per minute (wpm); then, the brine sputtered as the air bubble discharged from the brine nozzle, placing the brine outside of the cell area. Because the brine is injected slightly forward during slower speeds, this brine outside of the cell rolled upstream due to the motion of the platens as they travel forward in the machine direction. This liquid (brine) traveled upstream, covering the surface of the bottom film and the dosed pre mix powder for multiple cells of the wrap. This brine outside of the cell was captured between the hpm films preventing the top and bottom film layers from being bonded by the seal roll. Due to the perimeter of the cell area not being bonded (layer of two films), it allowed the pre mix powder to flow outside of the cell area. Our manufacturing operations employ quality control procedures which include in process te

Event description:
Event verbatim [preferred term] found that a cell (possibly more) had leaked an orange and black colored sand all over [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare menstrual), device lot number t26693, expiration date aug2020, via an unspecified route of administration from an unspecified date to an unspecified date for pain management. The patient medical history and concomitant medications were not reported. The patient stated this was a product she has used for many years and have been satisfied up until now. She wore a menstrual patch on (B)(6) 2018 and found that a cell (possibly more) had leaked orange and black colored sand all over! She was hoping that this causes no issues with her health. The action taken for the product and event outcome was unknown. According to the product quality complaint group: investigation summary: the root cause for this investigation was revised per investigation (B)(4), t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking. And to complete action item (B)(4): identify & update all previous complaint investigations due to unsealed cells for the four batches. The market action was also added. The root cause of this event is brine was placed outside the cells during manufacturing due to an unseated supply line allowing air into the system. This could happen after purging if the supply line from the connector to the dispensing plate was left unseated as it was removed from the brine purge box and placed back onto the brine carriage. Method was considered as a contributory factor because an mwi for purging brine is necessary. There is no document that clearly provides instructions on how to purge brine. The root cause category is equipment/other with method as a contributory factor. This created a scenario where a small amount of air could enter the supply line and this air discharged as the line ran at the slower steady state of the slower variable speed of 100 wraps per minute (wpm); then, the brine sputtered as the air bubble discharged from the brine nozzle, placing the brine outside of the cell area. Because the brine is injected slightly forward during slower speeds, this brine outside of the cell rolled upstream due to the motion of the platens as they travel forward in the machine direction. This liquid (brine) traveled upstream, covering the surface of the bottom film and the dosed pre mix powder for multiple cells of the wrap. This brine outside of the cell was captured between the hpm films preventing the top and bottom film layers from being bonded by the seal roll. Due to the perimeter of the cell area not being bonded (layer of two films), it allowed the pre mix powder to flow outside of the cell area. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Investigation (B)(4), t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking was conducted for the same sub-class. This batch t26693 was reviewed at aqrt and the outcome determination was to recall the four batches (t26691, t26693, and t26686 & s68516) per investigation (B)(4). Process related: yes. Design related: no. Capas in place: yes. CAPA reference: (B)(4) for purging brine, (B)(4) brine manifold supply line connectors, (B)(4) hourly inspection, (B)(4) need to increase border of the wrap,(B)(4) brine solution detectability,(B)(4) update fmea (B)(4) revise investigation. Manufactured post-CAPA: no. Complaint confirmed: yes. Notify safety: no. Follow-up ((B)(6) 2018): new information received from the product quality complaint group included investigational results. Company clinical evaluation comment: the above referenced lot number t26693 was recalled on 02oct2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020., comment: the above referenced lot number t26693 was recalled on 02oct2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020.

Event description:
Found that a cell (possibly more) had leaked an orange and black colored sand all over [device leakage]. Case narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare menstrual), device lot number: t26693, expiration date: aug2020, from an unspecified date at 1 patch per day (used these patches the 2nd & 3rd days of her period) for pain management and to help control cramps. The patient medical history included allergic to pain relievers. There were none concomitant medications. The patient has used the product for many years. She used these patches the 2nd & 3rd days of her period. She was allergic to pain relievers and depended heavily on our patches for some relief. She had been highly satisfied with them until on (B)(6) 2018 when it leaked. On (B)(6) 2018, she used 1st patch from a 4 pack. She wore a menstrual patch on (B)(6) 2018 and found that a cell (possibly more) had leaked orange and black colored sand all over! She was hoping that this causes no issues with her health. She did not need medical attention thankfully. She is hesitant in using the product again but is willing to try again. The action taken for the product and event outcome was unknown. According to the product quality complaint group: investigation summary: the root cause for this investigation was revised per investigation (B)(4) t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking. And to complete action item (B)(4): identify & update all previous complaint investigations due to unsealed cells for the four batches. The market action was also added. The root cause of this event is brine was placed outside the cells during manufacturing due to an unseated supply line allowing air into the system. This could happen after purging if the supply line from the connector to the dispensing plate was left unseated as it was removed from the brine purge box and placed back onto the brine carriage. Method was considered as a contributory factor because an mwi for purging brine is necessary. There is no document that clearly provides instructions on how to purge brine. The root cause category is equipment/other with method as a contributory factor. This created a scenario where a small amount of air could enter the supply line and this air discharged as the line ran at the slower steady state of the slower variable speed of 100 wraps per minute (wpm); then, the brine sputtered as the air bubble discharged from the brine nozzle, placing the brine outside of the cell area. Because the brine is injected slightly forward during slower speeds, this brine outside of the cell rolled upstream due to the motion of the platens as they travel forward in the machine direction. This liquid (brine) traveled upstream, covering the surface of the bottom film and the dosed pre mix powder for multiple cells of the wrap. This brine outside of the cell was captured between the hpm films preventing the top and bottom film layers from being bonded by the seal roll. Due to the perimeter of the cell area not being bonded (layer of two films), it allowed the pre mix powder to flow outside of the cell area. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Investigation (B)(4) t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking was conducted for the same sub-class. This batch: t26693 was reviewed at aqrt and the outcome determination was to recall the four batches (t26691, t26693, and t26686 & s68516) per investigation (B)(4). Process related: yes. Design related: no. Capas in place: yes. CAPA reference: 2424148-mwi for purging brine, 2424164-brine manifold supply line connectors, 2424171-hpm hourly inspection, 2424184-need to increase border of the wrap, 2424195-brine solution detectability, 2424199- update fmea rpt-39239, 2424234-revise investigation. Manufactured post-CAPA: no. Complaint confirmed: yes. Notify safety: no. Additional information received from pqc on 16nov2018 included: device malfunction confirmed per rpt-74091 bridging pfizer hal severity numbers applied in the thermacare heatwrap rmp, effective 26sep2018, (version name) potential harm - skin burn, severity rank. Follow-up (12nov2018): new information received from the product quality complaint group included investigational results. Follow-up (16nov2018): new information received from the product quality complaint group included investigational results. Follow-up (07dec2018): new information received from a contactable consumer includes: added suspect product frequency, indication, medical history, no concomitant medication, no event treatment. Company clinical evaluation comment: the above referenced lot number: t26693 was recalled on 02oct2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020., comment: the above referenced lot number: t26693 was recalled on 02oct2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020.

Manufacturer narrative:
Investigation summary: the root cause for this investigation was revised per investigation (B)(4) t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking. And to complete action item (B)(4): identify & update all previous complaint investigations due to unsealed cells for the four batches. The market action was also added. The root cause of this event is brine was placed outside the cells during manufacturing due to an unseated supply line allowing air into the system. This could happen after purging if the supply line from the connector to the dispensing plate was left unseated as it was removed from the brine purge box and placed back onto the brine carriage. Method was considered as a contributory factor because an mwi for purging brine is necessary. There is no document that clearly provides instructions on how to purge brine. The root cause category is equipment/other with method as a contributory factor. This created a scenario where a small amount of air could enter the supply line and this air discharged as the line ran at the slower steady state of the slower variable speed of 100 wraps per minute (wpm); then, the brine sputtered as the air bubble discharged from the brine nozzle, placing the brine outside of the cell area. Because the brine is injected slightly forward during slower speeds, this brine outside of the cell rolled upstream due to the motion of the platens as they travel forward in the machine direction. This liquid (brine) traveled upstream, covering the surface of the bottom film and the dosed pre mix powder for multiple cells of the wrap. This brine outside of the cell was captured between the hpm films preventing the top and bottom film layers from being bonded by the seal roll. Due to the perimeter of the cell area not being bonded (layer of two films), it allowed the pre mix powder to flow outside of the cell area. Our manufacturing operations employ quality control procedures which include in process te.

Event description:
Event verbatim [preferred term] found that a cell (possibly more) had leaked an orange and black colored sand all over [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer. A 44 years old female patient started to receive thermacare heatwrap (thermacare menstrual), device lot number t26693, expiration date aug2020, from an unspecified date at 1 patch per day (used these patches the 2nd & 3rd days of her period) for pain management and to help control cramps. The patient medical history included allergic to pain relievers. There were none concomitant medications. The patient has used the product for many years. She used these patches the 2nd & 3rd days of her period. She was allergic to pain relievers and depended heavily on our patches for some relief. She had been highly satisfied with them until (B)(6) 2018 when it leaked. On (B)(6) 2018, she used 1st patch from a 4 pack. She wore a menstrual patch on (B)(6) 2018 and found that a cell (possibly more) had leaked orange and black colored sand all over! She was hoping that this causes no issues with her health. She did not need medical attention thankfully. She is hesitant in using the product again but is willing to try again. Upon follow up on (B)(6) 2019, the patient was not hospitalization and received not treatment. She reported "I did not see a doctor after the cells leaked. There was no need of any treatment or medications". The action taken for the product and event outcome was unknown. According to the product quality complaint group: investigation summary: the root cause for this investigation was revised per investigation (B)(4). Menstrual & muscle joint us cells damaged/leaking. And to complete action item (B)(4).: identify & update all previous complaint investigations due to unsealed cells for the four batches. The market action was also added. The root cause of this event is brine was placed outside the cells during manufacturing due to an unseated supply line allowing air into the system. This could happen after purging if the supply line from the connector to the dispensing plate was left unseated as it was removed from the brine purge box and placed back onto the brine carriage. Method was considered as a contributory factor because an mwi for purging brine is necessary. There is no document that clearly provides instructions on how to purge brine. The root cause category is equipment/other with method as a contributory factor. This created a scenario where a small amount of air could enter the supply line and this air discharged as the line ran at the slower steady state of the slower variable speed of 100 wraps per minute (wpm); then, the brine sputtered as the air bubble discharged from the brine nozzle, placing the brine outside of the cell area. Because the brine is injected slightly forward during slower speeds, this brine outside of the cell rolled upstream due to the motion of the platens as they travel forward in the machine direction. This liquid (brine) traveled upstream, covering the surface of the bottom film and the dosed pre mix powder for multiple cells of the wrap. This brine outside of the cell was captured between the hpm films preventing the top and bottom film layers from being bonded by the seal roll. Due to the perimeter of the cell area not being bonded (layer of two films), it allowed the pre mix powder to flow outside of the cell area. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Investigation (B)(4)menstrual & muscle joint us cells damaged/leaking was conducted for the same sub-class. This batch t26693 was reviewed at aqrt and the outcome determination was to recall the four batches (t26691, t26693, and t26686 & s68516) per investigation (B)(4). Process related: yes. Design related: no. Capas in place: yes. CAPA reference: 2424148-mwi for purging brine, (B)(4)-brine manifold supply line connectors,(B)(4)-hpm hourly inspection, (B)(4)-need to increase border of the wrap,(B)(4)-brine solution detectability,(B)(4)- update (B)(4)-revise investigation. Manufactured post-CAPA: no. Complaint confirmed: yes. Notify safety: no. Additional information received from pqc on (B)(6) 2018 included: device malfunction confirmed per (B)(4) bridging pfizer hal severity numbers applied in the thermacare heatwrap rmp, effective (B)(6) 2018, (version name) potential harm - skin burn, severity rank. Follow-up ((B)(6) 2018): new information received from the product quality complaint group included investigational results. Follow-up ((B)(6) 2018): new information received from the product quality complaint group included investigational results. Follow-up ((B)(6) 2018): new information received from a contactable consumer includes: added suspect product frequency, indication, medical history, no concomitant medication, no event treatment. Follow-up ((B)(6) 2019): new information received from a contactable consumer included: event details (the patient was not hospitalization and received not treatment) follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: the above referenced lot number t26693 was recalled on 02oct2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020., comment: the above referenced lot number t26693 was recalled on 02oct2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020.

Manufacturer narrative:
Investigation summary: the root cause for this investigation was revised per investigation pr (B)(4) t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking. And to complete action item pr (B)(4): identify & update all previous complaint investigations due to unsealed cells for the four batches. The market action was also added. The root cause of this event is brine was placed outside the cells during manufacturing due to an unseated supply line allowing air into the system. This could happen after purging if the supply line from the connector to the dispensing plate was left unseated as it was removed from the brine purge box and placed back onto the brine carriage. Method was considered as a contributory factor because an mwi for purging brine is necessary. There is no document that clearly provides instructions on how to purge brine. The root cause category is equipment/other with method as a contributory factor. This created a scenario where a small amount of air could enter the supply line and this air discharged as the line ran at the slower steady state of the slower variable speed of 100 wraps per minute (wpm); then, the brine sputtered as the air bubble discharged from the brine nozzle, placing the brine outside of the cell area. Because the brine is injected slightly forward during slower speeds, this brine outside of the cell rolled upstream due to the motion of the platens as they travel forward in the machine direction. This liquid (brine) traveled upstream, covering the surface of the bottom film and the dosed pre mix powder for multiple cells of the wrap. This brine outside of the cell was captured between the hpm films preventing the top and bottom film layers from being bonded by the seal roll. Due to the perimeter of the cell area not being bonded (layer of two films), it allowed the pre mix powder to flow outside of the cell area. Our manufacturing operations employ quality control procedures which include in process te

Manufacturer narrative:
Investigation summary: the root cause for this investigation was revised per investigation (B)(4) menstrual & muscle joint us cells damaged/leaking. And to complete action item pr 2424234: identify & update all previous complaint investigations due to unsealed cells for the four batches. The market action was also added. The root cause of this event is brine was placed outside the cells during manufacturing due to an unseated supply line allowing air into the system. This could happen after purging if the supply line from the connector to the dispensing plate was left unseated as it was removed from the brine purge box and placed back onto the brine carriage. Method was considered as a contributory factor because an mwi for purging brine is necessary. There is no document that clearly provides instructions on how to purge brine. The root cause category is equipment/other with method as a contributory factor. This created a scenario where a small amount of air could enter the supply line and this air discharged as the line ran at the slower steady state of the slower variable speed of 100 wraps per minute (wpm); then, the brine sputtered as the air bubble discharged from the brine nozzle, placing the brine outside of the cell area. Because the brine is injected slightly forward during slower speeds, this brine outside of the cell rolled upstream due to the motion of the platens as they travel forward in the machine direction. This liquid (brine) traveled upstream, covering the surface of the bottom film and the dosed pre mix powder for multiple cells of the wrap. This brine outside of the cell was captured between the hpm films preventing the top and bottom film layers from being bonded by the seal roll. Due to the perimeter of the cell area not being bonded (layer of two films), it allowed the pre mix powder to flow outside of the cell area. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Investigation (B)(4) menstrual & muscle joint us cells damaged/leaking was conducted for the same sub-class. This batch t26693 was reviewed at aqrt and the outcome determination was to recall the four batches (t26691, t26693, and t26686 & s68516) per investigation (B)(4). Process related: yes. Design related: no. Capas in place: yes. CAPA reference: 2424148-mwi for purging brine,2424164-brine manifold supply line connectors,2424171-hpm hourly inspection,2424184-need to increase border of the wrap,2424195-brine solution detectability,2424199- update fmea rpt-39239,2424234-revise investigation. Manufactured post-CAPA: no. Complaint confirmed: yes. Notify safety: no. Additional information received from pqc on 16nov2018 included: device malfunction confirmed per rpt-74091 bridging pfizer hal severity numbers applied in the thermacare heatwrap rmp, effective 26sep2018, (version name) potential harm - skin burn, severity rank. Additional investigational results from the product quality complaint included batch t26693 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the 14th complaint for the sub class cells damaged/leaking requiring an investigation for this batch. There are areas more susceptible to accumulate buildups due to the movements of the web during its transition. The cleaning of these areas is considered critical to keep the control of the web through the manufacturing process to avoid web mistracking issues. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. As a result no trend was identified since these batches are attributed to a specific time frame and a cause identified as equipment. No lot-specific trend was identified. No expedite trend was identified. Conclusion: the complaint was confirmed by a photograph sent by the consumer prior to the site receiving the physical sample for evaluation. Evaluation of the return sample showed one of the two wraps returned had a leaking cell pack. The root cause and the conclusion does not change as a result of the returned sample evaluation. Root cause/ CAPA process related was yes. Final confirmation status was confirmed. The sample received at the site on 15nov2018. Return sample evaluation: three (3) menstrual wraps - one wrap shows evidence of wear. Chemistry is leaking to the outside of the wrap from one cell pack. The remaining two wraps are inside sealed pouches. Two (2) menstrual pouches - both pouches are sealed; no obvious defects to pouches. (L) t26693 s sep/07 exp aug2020 03:03 one menstrual carton - carton is open. (L) t26693 s sep/07 exp aug2020 03:06. Severity of harm was s3.

Event description:
Event verbatim [preferred term] found that a cell (possibly more) had leaked an orange and black colored sand all over [device leakage], , narrative: this is a spontaneous report from a contactable consumer. A 44 years old female patient started to receive thermacare heatwrap (thermacare menstrual), device lot number t26693, expiration date aug2020, from an unspecified date for many years at 1 patch per day (used these patches the 2nd & 3rd days of her period) for pain management and to help control cramps. The patient medical history included allergic to pain relievers. There were no concomitant medications. The patient has used the product for many years. She used these patches the 2nd & 3rd days of her period. She was allergic to pain relievers and depended heavily on our patches for some relief. She had been highly satisfied with them until (B)(6) 2018 when it leaked. On (B)(6) 2018, she used 1st patch from a 4 pack. She wore a menstrual patch on (B)(6) 2018 and found that a cell (possibly more) had leaked orange and black colored sand all over! She was hoping that this causes no issues with her health. She did not need medical attention thankfully. She is hesitant in using the product again but is willing to try again. Upon follow up on (B)(6) 019, the patient was not hospitalization and received not treatment. She reported "I did not see a doctor after the cells leaked. There was no need of any treatment or medications". The action taken for the product and event outcome was unknown. According to the product quality complaint group: investigation summary: the root cause for this investigation was revised per investigation (B)(4) menstrual & muscle joint us cells damaged/leaking. And to complete action item (B)(4): identify & update all previous complaint investigations due to unsealed cells for the four batches. The market action was also added. The root cause of this event is brine was placed outside the cells during manufacturing due to an unseated supply line allowing air into the system. This could happen after purging if the supply line from the connector to the dispensing plate was left unseated as it was removed from the brine purge box and placed back onto the brine carriage. Method was considered as a contributory factor because an mwi for purging brine is necessary. There is no document that clearly provides instructions on how to purge brine. The root cause category is equipment/other with method as a contributory factor. This created a scenario where a small amount of air could enter the supply line and this air discharged as the line ran at the slower steady state of the slower variable speed of 100 wraps per minute (wpm); then, the brine sputtered as the air bubble discharged from the brine nozzle, placing the brine outside of the cell area. Because the brine is injected slightly forward during slower speeds, this brine outside of the cell rolled upstream due to the motion of the platens as they travel forward in the machine direction. This liquid (brine) traveled upstream, covering the surface of the bottom film and the dosed pre mix powder for multiple cells of the wrap. This brine outside of the cell was captured between the hpm films preventing the top and bottom film layers from being bonded by the seal roll. Due to the perimeter of the cell area not being bonded (layer of two films), it allowed the pre mix powder to flow outside of the cell area. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Investigation (B)(4) menstrual & muscle joint us cells damaged/leaking was conducted for the same sub-class. This batch t26693 was reviewed at aqrt and the outcome determination was to recall the four batches (t26691, t26693, and t26686 & s68516) per investigation (B)(4). Process related: yes. Design related: no. Capas in place: yes. CAPA reference: 2424148-mwi for purging brine,2424164-brine manifold supply line connectors,2424171-hpm hourly inspection,2424184-need to increase border of the wrap,2424195-brine solution detectability,2424199- update fmea rpt-39239,2424234-revise investigation. Manufactured post-CAPA: no. Complaint confirmed: yes. Notify safety: no. Additional information received from pqc on 16nov2018 included: device malfunction confirmed per rpt-74091 bridging pfizer hal severity numbers applied in the thermacare heatwrap rmp, effective 26sep2018, (version name) potential harm - skin burn, severity rank. Additional investigational results from the product quality complaint included batch t26693 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the 14th complaint for the sub class cells damaged/leaking requiring an investigation for this batch. There are areas more susceptible to accumulate buildups due to the movements of the web during its transition. The cleaning of these areas is considered critical to keep the control of the web through the manufacturing process to avoid web mistracking issues. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. As a result no trend was identified since these batches are attributed to a specific time frame and a cause identified as equipment. No lot-specific trend was identified. No expedite trend was identified. Conclusion: the complaint was confirmed by a photograph sent by the consumer prior to the site receiving the physical sample for evaluation. Evaluation of the return sample showed one of the two wraps returned had a leaking cell pack. The root cause and the conclusion does not change as a result of the returned sample evaluation. Root cause/ CAPA process related was yes. Final confirmation status was confirmed. The sample received at the site on 15nov2018. Return sample evaluation: three (3) menstrual wraps - one wrap shows evidence of wear. Chemistry is leaking to the outside of the wrap from one cell pack. The remaining two wraps are inside sealed pouches. Two (2) menstrual pouches - both pouches are sealed; no obvious defects to pouches. (L) t26693 s sep/07 exp aug2020 03:03 one menstrual carton - carton is open. (L) t26693 s sep/07 exp aug2020 03:06. Severity of harm was s3. Follow-up (12nov2018): new information received from the product quality complaint group included investigational results. Follow-up (16nov2018): new information received from the product quality complaint group included investigational results. Follow-up (07dec2018): new information received from a contactable consumer includes: added suspect product frequency, indication, medical history, no concomitant medication, no event treatment. Follow-up (07jan2019): new information received from a contactable consumer included: event details (the patient was not hospitalization and received not treatment) follow-up attempts are completed. No further information is expected. Follow up (18sep2020): new information received from the product quality complaint group includes investigational results. Follow-up attempts are completed. No further information is expected.

Event description:
Event verbatim [preferred term] found that a cell (possibly more) had leaked an orange and black colored sand all over [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare menstrual), device lot number t26693, expiration date aug2020, via an unspecified route of administration from an unspecified date to an unspecified date for pain management. The patient medical history and concomitant medications were not reported. The patient stated this was a product she has used for many years and have been satisfied up until now. She wore a menstrual patch on (B)(6) 2018and found that a cell (possibly more) had leaked orange and black colored sand all over! She was hoping that this causes no issues with her health. The action taken for the product and event outcome was unknown. According to the product quality complaint group: investigation summary: the root cause for this investigation was revised per investigation (B)(4) menstrual & muscle joint us cells damaged/leaking. And to complete action item (B)(4): identify & update all previous complaint investigations due to unsealed cells for the four batches. The market action was also added. The root cause of this event is brine was placed outside the cells during manufacturing due to an unseated supply line allowing air into the system. This could happen after purging if the supply line from the connector to the dispensing plate was left unseated as it was removed from the brine purge box and placed back onto the brine carriage. Method was considered as a contributory factor because an mwi for purging brine is necessary. There is no document that clearly provides instructions on how to purge brine. The root cause category is equipment/other with method as a contributory factor. This created a scenario where a small amount of air could enter the supply line and this air discharged as the line ran at the slower steady state of the slower variable speed of 100 wraps per minute (wpm); then, the brine sputtered as the air bubble discharged from the brine nozzle, placing the brine outside of the cell area. Because the brine is injected slightly forward during slower speeds, this brine outside of the cell rolled upstream due to the motion of the platens as they travel forward in the machine direction. This liquid (brine) traveled upstream, covering the surface of the bottom film and the dosed pre mix powder for multiple cells of the wrap. This brine outside of the cell was captured between the hpm films preventing the top and bottom film layers from being bonded by the seal roll. Due to the perimeter of the cell area not being bonded (layer of two films), it allowed the pre mix powder to flow outside of the cell area. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Investigation (B)(4) menstrual & muscle joint us cells damaged/leaking was conducted for the same sub-class. This batch t26693 was reviewed at aqrt and the outcome determination was to recall the four batches (t26691, t26693, and t26686 & s68516) per investigation (B)(4).process related: yes. Design related: no. Capas in place: yes. CAPA reference: 2424148-mwi for purging brine,2424164-brine manifold supply line connectors,2424171-hpm hourly inspection,2424184-need to increase border of the wrap,2424195-brine solution detectability,2424199- update fmea rpt-39239,2424234-revise investigation. Manufactured post-CAPA: no. Complaint confirmed: yes. Notify safety: no. Additional information received from pqc on(B)(6) 2018 included: device malfunction confirmed per rpt-74091 bridging pfizer hal severity numbers applied in the thermacare heatwrap rmp, effective (B)(6) 2018,(version name) potential harm - skin burn, severity rank. Follow-up (12nov2018): new information received from the product quality complaint group included investigational results. Follow-up (16nov2018): new information received from the product quality complaint group included investigational results. Company clinical evaluation comment: the above referenced lot number t26693 was recalled on (B)(6) 2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020., comment: the above referenced lot number t26693 was recalled on 02oct2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020.

Manufacturer narrative:
Investigation summary: the root cause for this investigation was revised per investigation pr 2379610 t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking. And to complete action item pr 2424234: identify & update all previous complaint investigations due to unsealed cells for the four batches. The market action was also added. The root cause of this event is brine was placed outside the cells during manufacturing due to an unseated supply line allowing air into the system. This could happen after purging if the supply line from the connector to the dispensing plate was left unseated as it was removed from the brine purge box and placed back onto the brine carriage. Method was considered as a contributory factor because an mwi for purging brine is necessary. There is no document that clearly provides instructions on how to purge brine. The root cause category is equipment/other with method as a contributory factor. This created a scenario where a small amount of air could enter the supply line and this air discharged as the line ran at the slower steady state of the slower variable speed of 100 wraps per minute (wpm); then, the brine sputtered as the air bubble discharged from the brine nozzle, placing the brine outside of the cell area. Because the brine is injected slightly forward during slower speeds, this brine outside of the cell rolled upstream due to the motion of the platens as they travel forward in the machine direction. This liquid (brine) traveled upstream, covering the surface of the bottom film and the dosed pre mix powder for multiple cells of the wrap. This brine outside of the cell was captured between the hpm films preventing the top and bottom film layers from being bonded by the seal roll. Due to the perimeter of the cell area not being bonded (layer of two films), it allowed the pre mix powder to flow outside of the cell area. Our manufacturing operations employ quality control procedures which include in process te